Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va02kce, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported in (B)(6) 2014 the patient was involved in an auto accident. There was intermittent warm sensation from the extension wire in the neck area. They had complained that on two separate occasions he had felt a warm sensation from the right implantable neurostimulator (ins) pocket and both extensions. Since the accident, the deep brain stimulator (dbs) therapy was less effective. His speech had become more impaired. They had a burning sensation at the device pocket and extension location. The ins also felt ¿warm to the touch¿. They had felt the warmth on each extension, both left and right. The patient met with the manufacturer representative on the day of report. Impedance testing was performed both after the accident and recently and ¿nothing stood out as a concern.¿ the issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive with no injury. The patient had a change in efficacy but the health care professional (hcp) had no comment on the change in efficacy. The patient didn¿t believe there was a positional component to the sensations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. **please see manufacturer report #3004209178-2015-11681 for information on the patient's concomitant system.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was being scheduled for replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated that they had experienced a sudden loss of stimulation. The patient had been involved in an auto accident that damaged their lead wire on the left side of their brain. As of (B)(6) 2015 the patient was waiting for surgery to revise their implant. It was noted that the patient ¿shakes¿ as a result of the damaged wire. It was further reported that the implant on the patient¿s right side burned and got hot at times, but the company representative had checked this device and the patient was told that there was not anything wrong with the implant. The patient wanted to have both sides replaced ¿if the right side [was] damaged too¿ since they were already waiting to have surgery for their left side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-11681.